Manufacturer narrative:
On 8-feb-2022, mentor received additional information regarding the patient¿s symptoms and the explantation date. The patient experienced bilateral rupture. The patient underwent explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On 22-feb-2022, mentor received additional information regarding the patient's weight, the pre-op consultation, the surgical intervention, the event date, the MRI date, and the revision surgery. The patient's weight is 60.4 kg. The patient had a pre-op consultation on (B)(6) 2022. Ultrasound performed on (B)(6) 2017 indicated right-sided breast mass. The patient experienced right-sided surgical intervention due to fibroadenoma on (B)(6) 2017 and on (B)(6) 2018. The event date was initially reported on (B)(6) 2021. However, additional information revealed that the actual event date was on (B)(6) 2017. MRI was performed on (B)(6) 2021, and the result indicated right-sided rupture. The patient experienced bilateral capsular contracture (left grade: I, right grade:iii), left-sided grade I breast ptosis, right-sided breast deformity/device displacement, and breast pain (unknown side). The diagnosis was confirmed by the patient¿s physician on (B)(6) 2020. The relevant fields have been updated. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. Updated reason for device explant and/or reoperation: rupture, generalized illness, capsular contracture. The patient underwent bilateral removal without replacement. On 3-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including bilateral breast chest pain and shortness of breath. The patient had a consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided rupture. The diagnosis of the rupture was confirmed based on the mr result and physical examination. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.